Manufacturer narrative:
Items returned: n/a visual analysis: a visual inspection of the device captured in this file could not be performed as a physical device was not returned for evaluation, nor were any images of the device provided in place of a device return. Procedure and medical imaging was not provided for this investigation. Investigation findings: without the return and physical evaluation of the device, the investigation cannot definitively determine if a condition existed that would have caused or contributed to the reported event. Without imaging, the investigation cannot verify the event occurred as described, nor could the investigation definitively determine the cause of the reported event. Based on a review of the device's risk documentation, the reported event did not indicate there were any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform and analysis of the device, this investigation cannot identify with certainty any potential root causes. Batch review: a search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Complaint system review: there are no similar complaints based on the complaint category regarding this batch number from the last two years recorded in the complaint system at the time of this investigation. IFU review (additional information can be found in the IFU): potential complications possible complications include but are not limited to the following: bleeding or hemorrhage including intracerebral, retroperitoneal or other locations complications of arterial puncture including pain, local bleeding (hematoma) or injury to the artery or adjacent nerves device migration distal embolization headache incomplete aneurysm occlusion neurologic deficits including stroke and/or death perforation or dissection of the vessel(s) pseudoaneurysm formation rupture or perforation of aneurysm transient ischemic attack (tia) or ischemic stroke vasospasm vessel occlusion vessel stenosis or thrombosis procedure/medical information review: procedure note medical review for complaint (B)(4) a detailed procedure note medical review has been performed for complaint (B)(4) has been performed. Data review indicates the patient received treatment for an unruptured saccular aneurysm which was located in the internal carotid artery and received treatment with a fred x (reference xfred4007) successfully on (B)(6) 2021. Nine months post-operatively ((B)(6) 2022), the patient presented on an acute basis with sudden weakness of the left arm and left face which was diagnosed as an ischemic stroke. Procedure note medical review conclusion for complaint (B)(4). A detailed procedure note medical review for complaint(B)(4) has been completed. Data review indicates that the physician has made a declarative post-operative statement that the left hemiparesis which was determined to be clinically moderate in severity with regards to impact to the patient with resulting permanent deficit is a post procedure complication possibly due to the device and to the procedure. Clinical data review does not report any device malfunction. In addition, summary findings of the diagnosis of ischemic infract, indicate a microangiopathic genesis would be plausible and differentially, a cardioembolic genesis in the context of previously undetected atrial fibrillation would also be conceivable. Patient post procedure outcome was determined to be resolved with sequela.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. If the device or additional information is received, microvention, inc., will submit a supplemental MDR report. The device was implanted in the patient and not returned to the manufacturer for evaluation. Procedural op report was provided. The investigation is currently ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
As reported in the frits clinical study, 9 months post treatment of a saccular aneurysm in the internal carotid artery with a fred x device, the patient developed an ischemic stroke, which resulted in a permanent deficit. (B)(6) 2021 (embolization): the patient underwent treatment of a saccular aneurysm located in the internal carotid artery, cavernous segment, never treated and ruptured. Treatment was performed using a fred x device. The flow diverter was well implanted and well expanded, covering the neck. The permeability of the parent artery at the end of the procedure remains without stenosis. Heparin has been prescribed to the patient during the procedure. Pod 3 ( (B)(6) 2021) the patient was discharged with an mrs score =0. Six months post procedure ((B)(6) 2021) the patient underwent a neurological evaluation. The patient's mrs score was unchanged (mrs score =0). Nine months post procedure ( (B)(6) 2022), however, the patient presented to the emergency department with sudden onset of weakness of the left arm and left side of the face. The patient reported that she could no longer move her arm at all. She was diagnosed with ischemic stroke in the stromal area of the right cerebri medial artery. The patient had dysarthria, high-grade hemiparesis left, facial paresis left (nihss at admission 9). She was administered intravenous thrombolysis with 5o mg rt-pa in a 3 h 30 min time window. No additional measure was taken in regard to the event. The outcome was resolved with sequelae on (B)(6) 2023. At 24 months post procedure ((B)(6) 2023) the neurological evaluation of the patient was mrs score =1.